Event description:
Pt had left total hip arthroplasty in early 1990s, over last 20 yrs pt has been fine but recently has been dislocating, pt had a depuy duraloc cup with a micro structured omifit stem. Surgeon removed poly from cup and removed morse tapered femoral head from the omifit stem, replaced with larger insert diameter and larger femoral head to match the liner.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event involved the dislocation of a stryker head used with a depuy duraloc cup. This is an off label use of the stryker head. If additional information become available, this investigation will be reopened.

Event description:
Pt had left total hip arthroplasty in early 1990's, over last 20 yrs pt has been fine but recently has been dislocating, pt had a depuy duraloc cup with a micro structured omifit stem. Surgeon removed poly from cup and removed morse tapered femoral head from the omifit stem, replaced with larger insert diameter and larger femoral head to match the liner.